Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine was removed from service due to a no power issue. A patient was not connected to the machine at the time of the incident. The machine was evaluated at the user facility by a fresenius regional equipment specialist (res). The res found that the on/off switch was broken and that there was minor heat damage to the black power cable. The res stated that the power cable was slightly darkened with one of the plug connectors heated enough to have moved the contact open, and the white wire had a faint brown color. Follow-up provided by the biomed revealed that no burning smell or smoke was present, and no flames or sparks were observed at the time the machine was pulled from service. Additionally, the res clarified the type of damage observed by stating that the "minor heat damage was based on slight discoloration of white power cable and the clear plastic female connector of the black power wire at the switch was slightly brown and brittle." The opinion of the res was that this should not be classified as excessive heat damage. The res further stated that this could have been due to the device age and that no charring, melting, or burning was present. No reported heat or burn damage to any other machine components. The res replaced the power cable and on/off switch. Following the parts replacement, the system was restored to full functionality. The unit is reportedly ready to be returned to service at the user facility when needed. No parts have been returned to the manufacturer for evaluation.

Manufacturer narrative:
No parts were returned to the manufacturer under failure analysis for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). During the repair, the res discovered that the on/off switch was broken and that there was minor heat damage to the black power cable. The res stated that the power cable was slightly darkened with one of the plug connectors heated enough to have moved the contact open, and the white wire had a faint brown color. The res replaced the power cable and on/off switch. After the repair, machine functional checks were performed and all tests found the unit to be functioning within specification. The unit was reportedly ready to be returned to service at the user facility when needed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination performed by the res confirmed that heat damage was present on the black power cable. Therefore, the complaint has been deemed confirmed.